Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using an ilet with a dexcom g7 experienced difficulty obtaining blood glucose readings on the ilet and, after guidance to verify sensor status, the display showed ¿stop sensor¿; the patient then toggled the dexcom model setting from g7 to g6 and back to g7 to re-pair, after which readings were restored. Symptoms included no adverse health effects. Outcomes included no impact to therapy, no alerts or alarms, and no hospitalization. Investigation included remote troubleshooting and user education on dexcom pairing within the ilet menu. Investigation of this case revealed an initial pairing failure between the ilet and dexcom g7 that resolved after reconfiguration and re-pairing, consistent with a connectivity configuration issue rather than a device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to temporary loss of cgm data on the ilet, corrected through standard pairing procedures.